Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, a cage broke apart on insertion due to tight disc space. Dural tear was reported as a result of the event. No fragments remained in the patient's disc space. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: device evaluation: the spacer is broken ~9mm from the backside. There is an area of deformation at the nose of the implant. This is consistent with the implant coming in contact with a hard object with force. The fracture face is consistent with material overload. If information is provided in the future, a supplemental report will be issued.